Event description:
Technician alleged that the head drifts down when left over night. No pt impact.

Manufacturer narrative:
The technician replaced the valve in the head down section to resolve the issue.